Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that a male patient presented to the hospital on (B)(6) 2015 with signs of "hemolysis (bloody urine)" and not signs of hf. Patient had an exchange for thrombus in (B)(6) of 2015. Logfiles sent in on 12/21 noted that he was having elevated power and flow that the increase began on (B)(6) and continues to be elevated. Patient was admitted to the ICU. Admission inr was 3.7 and team states the patient has not had any sub-therapeutic inr values since his hvad to hvad exchange on (B)(6) 2015 (original implant on (B)(6) 2014 and asa at 162 with good inhibition. Patient inr reversed. One dose of peripheral tpa administered on (B)(6) 2015. No hf symptoms noted and pump parameters returning to baseline post tpa. Ldh trends followed. Patient is currently (B)(6) - team spoke with the pharmacy to see if any of his other medications could be causing issues with coagulation. Discharged at patient request for holidays and "understood risks and concerns" of discharged despite risking ldh. Patient returned to ER (B)(6) 2016 with recurrence of hematuria and high watt, and ldh 2431. Frank discussions regarding likelihood that we may be unable to salvage the pump with medical management and that there are no further surgical options. It was additionally decided, not to pursue tpa. Fortunately, on heparin gtt, the patient parameters in power and ldh downtrended. Decisions was made to use lovenox which started on (B)(6) 2016, however creatinine and ldh increased overnight, and was stopped. Resumed heparin- coumadin with higher inr range. On (B)(6) ldh trending down 700's, inr 3.0. Patient was discharged to home on (B)(6) 2016 with inr to be rechecked on (B)(6) 2016 and follow up with lvad team on (B)(6) 2016.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause for the thrombus event cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A report was received from the clinical database and from a user facility voluntary medwatch that a patient presented to hospital on (B)(6) 2015 with blood in his urine but without an indication of heart failure. A preliminary review of his controller log files revealed that he had been having elevated hvad power consumption and flow since (B)(6) 2015 (that remained elevated). The patient was admitted to the intensive care unit where his international normalized ratio (inr) was noted to be 3.7. The patient's team reported that he had not had any subtherapeutic inrs since his hvad pump exchange on (B)(6) 2015. They further reported that he was taking 162 mg of aspirin daily and had good inhibition. The patient's inr was reversed and he was given a dose of peripheral tissue plasminogen activator (tpa) on (B)(6) 2015. The patient is reported to have had no heart failure symptoms and his hvad parameters were returning to baseline after this treatment with decreases in his lactate dehydrogenase (ldh) levels. The site was concerned that the patient's medications for his hiv positive status could be causing issues with his coagulation. The patient was discharged for the holidays per his request. The site reported that they made him aware of risks associated with this choice. The patient returned to the emergency room on (B)(6) 2016 with a re-occurrence of his hematuria, elevated hvad power consumption and elevated ldh. The patient's medical team is reported to have had a "frank discussion" with the patient regarding the likelihood that they would be unable to treat the patient adequately with medical management as there were no further surgical options for him. In addition, they decided to also not pursue further administration of tpa. Despite these limitations, the patient's hvad power consumption did start to trend downwards with an infusion of heparin. Lovenox was started on (B)(6) 2016. However, the patient's creatinine and ldh increased overnight and the lovenox discontinued with the resumption of heparin and with coumadin (with a higher inr goal). On (B)(6) 2016, the patient's ldh was noted to be trending downwards to the 700s and his inr was 3.0. He was discharged home on (B)(6) 2016 with a plan to check his inr in two days and a follow up planned with the vad team on (B)(6) 2016. The primary investigator reported that the event was related to the hvad device, possibly related to the patient's condition and not related to the hvad procedure. The hvad pump ((B)(4)) remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications and the patient's past history and comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Corrected data: age at time of event, date of birth .